Event description:
The user facility reported that during an atrial tachycardia procedure, there was an effusion requiring an epicardial drain and surgery for repair. Prior to the perforation, about 2 hours into the procedure when it was attempted to place the ablation catheter in the coronary sinus to complete a mitral isthmus line, it was noted that there were very high force readings of about 220g. Positioning the tactiflex ablation catheter far enough into the coronary sinus was also difficult. After repeated force zeroing outside of the patient, the force would get stuck and recalibrate at 60g. The tactisys was restarted, but the issue continued. The tactiflex ablation catheter was replaced, and a non-abbott terumo wire was used to help insert the sheath. It was noted on x-ray that the non-abbott terumo wire went down a side branch of the coronary sinus. The procedure was able to be completed. Later that day, the patient experienced discomfort and shortness of breath. A transthoracic echocardiogram showed an effusion, and the patient was brought to surgery. During surgery the hole was found to be in a very distal side branch of the coronary sinus. This may have been caused by the tactiflex ablation catheter, possibly when showing potentially inaccurate force measurements. However, the conclusion was that the wire was likely responsible for the effusion. The relevant account manager contacted the customer, he stated that "the wire was only one part of much longer list of products being used, some concurrently, in this procedure. He stated that there was no way to know what product had any impact on the anatomy and it was more than likely it was down to the way in which it was used, not any fault of the product. Furthermore, as the "terumo wire" in question could actually be from any other brand and not necessarily ours. As we know "terumo wire" has become the generic term for this type of wire and could just have easily been from merit or cook. These wires aren't tracked per case, so there is no file to look it up to even be certain it was actually ours.

Manufacturer narrative:
D4: product code: requested, unknown. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown product code and lot number. D4: UDI: unknown due to unknown product code and lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: address: unknown. E2: health professional: requeted, unknown. E3: occupation: requeted, unknown. H4: device manufacture date: unknown due to unknown product code and lot number. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. 1. History investigation of the involved product code and lot number investigation was not possible because the involved product code and lot were unknown. 2. Past complaint file: no similar complaints due to manufacturing defects have been reported for this product in the past three years. 3. UDI no. Investigation was not possible because the involved product code and lot number were unknown. 4. Cause of occurrence/conclusion: according to the investigation findings, the cause of the incident could not be determined as the actual sample was not returned for examination. Relevant instructions for use (IFU) reference: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.